Manufacturer narrative:
Corrected information was added in h.6. And h.11. Correction: on initial MDR the product code of b14 was an error. It should have been b22 on the original MDR. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was added in h.6. H.6. (In the initial MDR, the patient health impact code f24 was missed. It has now been updated in the current report (smdr2). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the optician recorded a visual acuity of up to 1.0 at a distance of 4m when reading the black letters on a white background, but as an operated patient have extremely poor vision overall .patient probably might have green-weak/deuteranomalous. Patient can see 100x better with other eye and glasses, sharper, with more nuances, e.g. Hills with forest or sandstone walls - and stairs, but patient was not able to drive a car and patient also has extreme starbusts.